Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles with the CPAP device's sound abatement foam. The manufacturer received additional information alleging excess mucus, nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. Section h6 has been corrected/updated.